Manufacturer narrative:
The examination involved larger fields, which explains why the displayed dose was higher than expected for a simple arm acquisition. It was determined that the dose received by the patient was 3.3 times the high estimate of the expected dose for an auto mode examination without the flex dose feature, based on the exposure parameters used by eos imaging. As such, the additional dose received by the patient was 0.73 mgy. The investigation revealed no malfunction of the eosedge system, nor any anomaly in the estimation or display of the dose. The system protocols were compliant, with no configuration errors. The dose values recorded in the logs correspond to the acquisitions performed. The difference between the displayed doses and the doses expected by the radiographer is therefore not due to a technical, software, or calibration problem with the eosedge system.

Event description:
On february 26, 2026, upon receiving images and logs for the investigation of a complaint related to a patient who received an abnormally high dose of x-rays ((B)(6)), eos imaging noted that another patient had also received an abnormally high dose as part of an "arm" protocol. The dose recorded for the right arm in the frontal view was 1043.53 mgy.cm², while that for the left arm in the profile view was only 170.55 mgy.cm².